Event description:
It was reported to philips healthcare that the heartstart xl displayed an ECG fault message during testing.

Manufacturer narrative:
Pr#:(B)(4). A follow up report will be submitted upon completion of the investigation.